Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device was returned to olympus france.(ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for the following. -instrument channel: unspecified microbes (<1 cfu/endoscope) -suction channel: unspecified microbes (<1 cfu/endoscope) -air/water channel: unspecified microbes (<1 cfu/endoscope) -auxiliary water channel: unspecified microbes (<1 cfu/endoscope) -total: unspecified microbes (<1 cfu/endoscope) the testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. After the additional microbiological testing, oekg evaluated the subject device and confirmed as follows; -the device cover was damaged. -the bending section rubber adhesive was peeled. -angulations were out of specification. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, enterobacter cloacae (>100 cfu/100ml) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.